Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00861 thru 3012447612-2018-00872.

Event description:
It was reported that two screws were found to have disassembled and one plug had migrated out of a third screw post-operatively. A revision surgery was performed to remove and replace the screws and plug. During the revision, eight plugs were found to have loosened from their mating pedicle screws. These plugs were also removed and replaced. This is report ten of twelve for this event.

Manufacturer narrative:
Additional information: catalog number and lot number; current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two screws were found to have disassembled and one plug had migrated out of a third screw post-operatively. A revision surgery was performed to remove and replace the screws and plug. During the revision, eight plugs were found to have loosened from their mating pedicle screws. These plugs were also removed and replaced. This is report ten of twelve for this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results and conclusion - the returned screw was examined. The tulip head has disassembled from the screw shank. The complaint is confirmed. Abnormal wear found within the saddle of the tulip head was likely a result of a loose rod moving inside of the saddle post-operatively. This was likely caused by inadequate reduction of the rod by the plug. The loose rod likely put increased stresses on the screw and caused disassembly to occur. Additionally, the patient's scoliosis may have contributed to the inadequate plug positioning as this would likely have made the procedure more difficult. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that two screws were found to have disassembled and one plug had migrated out of a third screw post-operatively. A revision surgery was performed to remove and replace the screws and plug. During the revision, eight plugs were found to have loosened from their mating pedicle screws. These plugs were also removed and replaced. This is report ten of twelve for this event.